Event description:
In 2009, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The physician attempted to advance an introducer sheath (brand unk) along with a boston scientific corp amplatz super stiff guide wire, but the sheath would not advance due to tortuosity of the external iliac artery. By switching the guide wire to the lunderquist extra stiff wire guides (cook), the sheath was able to advance to the target position. The gore excluder trunk-ipsilateral leg component was deployed. The final CT images showed that the pt had debakey type iii dissection from the descending aorta to both external iliac bifurcations into the internal iliac arteries. The physician decided to take a wait-and-see approach, hoping that the false lumen would thrombose. Based on initial findings, it is believed that the guide wire manipulation damaged the pt's vessel and caused the dissection. In 2009, gore received new info from the physician. According to the physician, the distal legs of the excluder devices were appropriately positioned, but the proximal trunk of the trunk-ipsilateral leg component was deployed in the false lumen. The physician and the gore field rep believe that the physician did not notice during the procedure that the guide wire advanced into the false lumen, and the device was deployed there. Open conversion surgery is planned in the near future.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Other device used in this procedure.